Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) on left eye at 1 day post-operative exam. It was noted the patient was asymptomatic. Topical steroid dosage was increased to treat the dlk. Bcva from (B)(6) 2015, right eye post-op 20/20 -3.25 x -.50 x 134, left eye post-op 20/20 -3.50 x -.25 x 15.

Manufacturer narrative:
UDI: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.